Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to a rupture. Device evaluation: visual analysis of the returned device identified: broken shell, red particles and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact this is a known potential adverse event addressed in the product labeling.

Event description:
Patient's husband reported a ruptured device, diagnosed by MRI and ultrasound and great pain. The device needs to be explanted. Right side. Update: physician confirmed ruptured device. The device was explanted and replaced with non-allergan device.